Event description:
Twenty- eight months after hvad implantation the site reported that the patient experienced power source change in the controller earlier than expected. Preliminary logs files review showed short pump stops. After replacing the batteries the problem was resolved. No harm or injury to the patient was reported as a result of this incident. The investigation is ongoing.

Manufacturer narrative:
The devices are available for evaluation, but have not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The battery was returned; various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the batteries revealed no signs of physical damage or contamination. The battery passes functional testing. No additional information will be forthcoming. This is one of five reports (3007042319-2014-00345, 3007042319-2014-00720, 3007042319-2014-00721, 3007042319-2014-00722, and 3007042319-2014-00723) submitted for devices related to the same event.